Event description:
Implant would not come out of the packaging during surgery. Surgeon was able to remove implant, but chose to use another implant. We have had difficulty getting some attune implants out of packaging before however this required a lot of force and the grasp of two hands to eventually remove it from the outer packaging. Anyone scrubbed would not have been able to do so. No adverse affects on the patient. Surgical delay of 2 minutes occurred.

Manufacturer narrative:
Product complaint :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there any patient harm relevant to this event? If yes, please provide details? No. B. What was the affected side? Left or right? Right.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the returned package exhibited that pulling tab was sheared off from the tyvek lid. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a review was completed of the device history record (DHR) for the following: product code 150401207 (att cr fem cls sz 7 right), work order (B)(4) was manufactured on 23-apr-2021. A total of 12 parts were manufactured per specification and all raw materials met specification. Device history review: a manufacturing record evaluation was performed for the finished device (150401207/9774093) product and lot numbers, and no non-conformances were identified.